Event description:
It was reported that the patient could not adjust her stimulation. The patient stated that she couldn't make it to the bathroom in time. She didn't fall or experience any trauma associated with the change in therapy. The patient had diabetic neuropathy, arthritis in her back and legs from hip down and also has neuropathy in her bladder, which is why she can't hold her urine. Additional information received indicated that the patient was getting poor communication with her new patient programmer. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3093-28, lot # v900974, implanted: (B)(6) 2012. Product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).